Event description:
Patient foley catheter balloon would not drain. 10 ml syringe was connected to balloon port and only 1 ml drained. Draining was very slow. Called md to bedside to assess to ensure no anatomical obstruction. Md checked with ultrasound and no obstruction noted. During ultrasound, as pressure was applied to bladder 5 ml drained to syringe. With no obstruction noted foley, was pulled from patient with minimal resistance. Upon inspection of the catheter, 2 ml remained in balloon and even when not in patient would not drain.